Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 was not sterile. The following information was provided by the initial reporter: "I received a product complaint today (12/14/2023) for a customer who received material number 302995 ¿syringe 10ml ll s/c 200¿ that were not sterile." Below is the account information and details: bd order no.: (B)(4). Customer po number: (B)(4). Dropship po no.: (B)(4). Order creation date: 12/11/2023